Manufacturer narrative:
The insulin pump alarmed prime during prime test, due to faulty force sensor resistor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer was having issues with insulin pump during prime. The customer stated the device was squirting out during manual prime process. The customer's blood glucose was 155mg/dl.